Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to section h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit and charge-coupled device. The following statements from the instructions for use address frozen or lost endoscopic images: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." "Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty cable unit and charge-coupled device (ccd) unit. In addition, fluid invasion was found inside the ccd unit. The evaluation determined that the subject device was likely previously serviced by a 3rd party as the ccd was observed equipped with a non-olympus part. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that no image was produced when the device was "plugged in." The problem, as reported to olympus, was first identified during preparation for use. There was no patient impact or injury, associated with the problem, reported to olympus.